Manufacturer narrative:
Analysis of the lead (lot#va0y1qu) found the distal end of the lead had a foreign material on the electrode.

Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: 3389s-40, lot# va0y1qu, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported that during implant, high impedances were measured on contacts one and two. Multiple attempts such as loosening the set screw on the depth stop, disconnecting/reconnecting the testing cable, and wiping the connections were done to try to resolve the issue, but the impedances remained out of range. Impedances were run at 1.5 and 3.0v. There was no effect on the patient. The lead was explanted and another lead was used. The new lead had normal impedances. The cause of the event was unknown.